Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering the insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test the insulin pump. Customer confirmed insulin pump was not bumped or dropped and not been exposed to areas of high magnetic fields. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.